Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of devices, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. Further the three most basal channels have been disabled since 2016 due to insufficient benefit. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
The hearing performance using the device is affected. During the covid-19 pandemic (between march and june 2020), the user started to hear a strange noise and later was not able to hear anymore using the device.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
The hearing performance using the device is affected. During the covid-19 pandemic (between (B)(6)and (B)(6)2020), the user started to hear a strange noise and later was not able to hear anymore using the device. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance using the device is affected; the user started to hear a strange noise and later was not able to hear anymore using the device.